Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, cause was not established for adhesive around the objective lens was detached and adhesive was missing from the bending section. A root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited the adhesive around the objective lens was detached and adhesive was missing from the bending section. There was no patient involvement.